Event description:
The patient reported having pain in the chest, radiating to the left arm on a daily basis. The patient was seen by a device nurse and some settings were changed, and since then it felt to the patient like severe indigestion. The patient noted having severe pain but was taking acid reflux medications, and that the device was reset by a company representative. The patient further reported that there were problems with the device, and that the indigestion symptoms escalated to intermittent excruciating pain across the chest. The patient noted that the physician indicated that the patient was having angina but the patient did not agree. The patient was pending implant of a stent. Follow-up with the physician's office determined that one of the leads was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).